Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer administered a manual insulin injection, changed the pump supplies, and successfully resumed insulin therapy. Customer¿s blood glucose level was 150-300 mg/dl.